Event description:
The subject device was placed on 6/4/96 with no difficulty. The end of the tube started to break down and become sloppy causing it to leak. Tried to change the tube, unable to remove after 18 ml of water had been removed from the balloon. The tube became stuck at 2cm. The pt was sent back for further gastrostomy. Cut and removed at gastrostomy on 11/11/96. One pt involved.